Event description:
It was reported that the customer's fill estimates were inaccurate. The customer did not remember any details of the events, so no troubleshooting could be done. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.